Event description:
In 2005, pt implant of a 25-16-140bl bifurcated device and a 20-20-55l limb extension. During a recent follow up visit, angiogram revealed that the middle of the main body appeared to have collapsed/compressed. In 2009, the pt was treated with a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn.